Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported a patient had worn a pod in which left an imprint at the pod infusion site. While at an unrelated doctors appointment the patients doctor had put some medicine on the pod infusion site.